Manufacturer narrative:
A5, ethnicity, is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 lost placement signal. An impella rp flex was also implanted but after 47 hours patient care was withdrawn and patient expired.

Event description:
The medical safety office (mso) has reviewed the death and determined the ectopy though not documented as clinically significant is reportable.

Manufacturer narrative:
The investigation of optical signal issue has been completed. The impella device was not returned for evaluation. The root cause of the optical signal issue was most likely patient condition related as evidenced by alarm triggering during intra-aortic balloon pump (iabp) inflations with self resolution and imaging confirming good position with no data log abnormalities observed. The medical safety office (mso) has reviewed the death and determined the ectopy though not documented as clinically significant is reportable. The investigation of ectopy is pending should additional information become available a supplemental report will be submitted the medical safety office (mso) has reviewed the death and determined the ectopy though not documented as clinically significant is reportable. B2 date of death was erroneously entered on the initial manufacturer device report number 1220648-2025-30965. B5 mso statement h6 health effect - .clinical code 4582 was erroneously entered on the initial manufacturer device report number 1220648-2025-30965.